Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The crown of the peripheral diamondback orbital atherectomy device (oad) became stuck in the vessel, distal to the lesion. The target lesions were located in the anterior tibial artery (at) and the dorsalis pedis artery (dp). The lesions were heavily calcified, with 99% stenosis and a vessel diameter of 2.0mm. Prior to treatment with the oad there was minimal blood flow in the distal at and dp, and there was no flow noted in the pedal arch; these flow issues were due to the patient's disease state and anatomy. The oad was operated for two treatments on low speed when it became stuck distal to the lesion, just past the pedal arch. Multiple attempts with a buddy wire and balloon angioplasty were made to remove the oad, after which the oad was cut. Several more attempts were made with the buddy wire, a catheter and balloon angioplasty were made to loosen the crown, but they were unsuccessful. Additional force was used to attempt to remove the crown, but the crown fractured off and remained stuck in the vessel. The crown was unable to be retrieved and remained in the patient. This event caused a 45-minute delay. The preexisting blood flow issue was resolved during the procedure, and the patient was discharged in stable condition.

Manufacturer narrative:
The oad was received at csi for analysis. Visual examination revealed the saline sheath and driveshaft had been destructively cut, and the driveshaft appeared deformed and was severely stretched at the shaft section. The crown section of the device was confirmed not to have been returned. Biological fluid and material were both observed on the saline sheath. Examination of the biological fluid and material did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the biological material and fluid was unknown. The oad operated as intended when tested. A section of the driveshaft exhibited stretched filars, which confirmed that force had been used to try and free the stuck crown section. At the conclusion of the device analysis, the reported fracture event due to additional force during attempted removal was confirmed. However, the root cause of the crown becoming stuck in the vessel could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4). Additional information regarding another csi device used in this procedure is documented in MDR 3004742232-2019-00229 related csi ID: (B)(4).